Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results, treatment was not delayed and that a corrected positive report was issued. The customer also stated that she cleaned the test table and ran controls which were correct. The exact cause for this event is unknown.

Event description:
The customer reported a false negative hcg. There was no injury reported due to this event.